Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly; no issues were noted. The table locked and unlocked properly and all four table feet were in good condition. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that their 4085 surgical table starts to tip when transferring a patient off the table. No injuries or procedural delays/cancellations were reported.